Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported on (B)(6) 2018 that the recipient had no longer hearing sensation with the device after a non-specified head trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
It was reported that the recipient no longer had hearing sensation with the device after a non-specified head trauma that occurred sometime before november 21, 2018. Prior to the accident, hearing benefit was good. The recipient was re-implanted.